Event description:
It was reported that this patient presented an infection. Consequently the entire therapy system, including this lead, was explanted. Since the patient is therapy dependent, a temporary pacemaker was implanted along with an epicardial lead. No additional adverse patient effects were reported. The serial number of the lead is unknown at this time.